Event description:
It was reported that the right ventricular (rv) lead was found to have microdislodged. The lead was repositioned and remains in use. During the repositioning procedure, it was not possible to interrogate the device, despite multiple attempts with multiple programmers. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).